Event description:
It was reported that the ventilator generated an alarm indicating low o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
According to the information provided by the technician, replacement of nozzle units solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Unfortunately device's logs and defective part were not available for further analysis. Information about date of last pm kit/nozzle unit replacement is unknown, hence the root cause of the malfunction of the nozzle unit could not be determined. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on [2015-10-18 or 2015-10-22]. A correction of field # d1 brand name, # d4 version or model # d1 - brand name - previous brand name: servo-s, corrected brand name: servo-s base unit. D4 - version or model # - previous version or model #. Servo-s. Corrected version or model #: 6640440.